Event description:
It was reported that the patient experienced an aneurysm formation of one of the cylinders of the ambicor penile prosthesis with difficulty filling them, impairing the ability to perform coitus. A revision surgery is expected. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.